Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) due to fluid loss. The patient experienced recurring incontinence.

Manufacturer narrative:
Initial reporter country - corrected. Combination product? - corrected.

Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) due to fluid loss. The patient experienced recurring incontinence.